Manufacturer narrative:
Patient date of birth unavailable. Patient weight unavailable. Device lot number and expiration date unavailable. Device manufacture date unavailable because lot number unavailable.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) lead due to occlusion and non function. Prior to the procedure, a spectranetics bridge occluding balloon was prophylactically ''staged'' within the patient's inferior vena cava (ivc). In the event that an emergency occurred during the procedure, the bridge balloon could then be positioned and inflated within the superior vena cava (svc) to provide occlusion of the svc as a rescue measure. During the procedure, the ra lead was removed off the wall with use of a cryo sheath and then the lead was snared with a gooseneck snare. A laser device was used as well, resulting in a successful lead extraction and implantation of a new ra lead. Use of the bridge balloon was not necessary during the lead extraction procedure. When the bridge balloon was removed from the body after the procedure, the physician noted a ''massive'' thrombus on the bridge balloon. There was no reported patient harm. The manufacturer became aware of this event from a physician presentation and from subsequent conversations with the physician and manufacturer.

Manufacturer narrative:
Field safety action has been issued for this event (B)(6) 2020.